Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm or motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as a motor error alarm. Customer's blood glucose level at the time was over 600 mg/dl. Unable to troubleshoot. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.